Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered seven inappropriate anti-tachycardia pacing (atp) due to oversensing on the right ventricular channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.